Manufacturer narrative:
This is one (1) of two (2) products involved with the reported event and the associated manufacturer report numbers are 1016427-2019-03114.

Event description:
As reported by the legal department, the patient was implanted with the optease filter. The filter subsequently malfunctioned and caused injury, damage, including, but not limited to: malfunction, including pulmonary embolus after implantation, that caused injury and damage to the patient resulting in death. The following additional information was received per the patient¿s implant records, the patient had a history of necrotizing pneumonia, ileocecal neoplasm, and right lower extremity deep vein thrombosis (dvt). The patient underwent placement of bilateral common iliac vein filters due to the large caliber of the inferior vena cava (ivc). An optease retrievable ivc filter was deployed into the right common iliac vein. A limited ultrasound examination of the left groin was performed; however, these veins were felt to be small in caliber and it was decided to evaluate the neck. A limited ultrasound examination of the right neck was performed, which demonstrated a patent and compressible right internal jugular vein. Another retrievable optease filter was advanced through the right neck sheath and placed in the left common iliac vein. A repeat venogram demonstrated satisfactory placement of the filter. The patient tolerated the procedure well and was transferred in stable condition. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately five months post implantation. The patient suffered from blood clots, clotting, and/or occlusion of the ivc, pulmonary embolism, resulting in death. The decedent also experienced psychological injuries or mental anguish related to the filter.